Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2004. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014. Additional information received in patient medical records revealed revision was due to pain, elevated metal ion levels, and suspected aseptic lymphocytic vasculitis-associated lesion (alval) local soft tissue effects. The patient¿s operative report noted thickened yellowish tan abnormal-appearing tissue; and debridement of tissue was performed. The modular head was removed and replaced. Additional information in patient medical records revealed patient¿s blood was tested on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.